Event description:
During dft testing, the patient was induced but was unable to be rescued twice by the device. Both times, the patient was rescued by external defib. After the second external defib, the rep was unable to access the fibber and noninvasive programmed stimulation test screen, due to excessive charge.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received failure observed during the associated ICD analysis. It is suspected that the lead might have shorted causing a low impedance path and triggered the possible high voltage lead issue alert. The lead remains implanted.